Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen cracked. Reportedly, the touch screen became cracked while customer was playing. Additionally, the pump touch screen became unresponsive and was no longer functional. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to an alternate form of insulin therapy.